Manufacturer narrative:
Visual inspection was not performed as the lens was not returned to the manufacturer since it was discarded. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non-conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the cosmetic inspection performed at final inspection. The lens met the specified cosmetic requirements. A search on complaints revealed no other complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. During the manufacturing record review of the production order for this serial number, no product deficiency was identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). Exact date of event is unknown. Reportedly, right after implantation. (B)(6). (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the patient experienced blurred/waxy vision right after the implantation of zmb00 intraocular lens (iol) in both eyes. Visual acuity following implant was reported as follows. Right eye: 0.8 diopter (20/40). Left eye: 0.8 diopter (20/50). Both lenses were explanted and replaced with non amo monofocal iol's. Visual acuity was as follows after replacement. Right eye: f0.8 diopter (20/40), lately f 1.0 diopter (20/20). Left eye: 0.8 diopter (20/40), lately f 0.8 diopter (20/40). Visual acuity was reported as in good condition now. No further information was provided. This report represents the lens implant in the patient's left eye. A separate report is being filed for the lens implant in the patient's right eye.